Event description:
It was reported that after a pulse generator change-out, the lead exhibited <200 ohms impedance. Although the lead fit snugly in the connector of the explanted pulse generator, when it was placed in the connector of the new pulse generator and the setscrew was tightened, it pulled free from the header. The same happened with another pulse generator. Since the patient did not have heart block, the device was programmed to aai.